Event description:
A malfunction alarm occurred with the customer's device. The customer's blood glucose level was affected, displaying "high," which exceeded 500 mg/dl. The customer managed the high blood glucose level by administering a correction injection via multiple daily injections (mdi). Technical support assisted in resetting the pump, which resolved the issue, allowing continued use of the device. There was no recurrence of the malfunction after the reset, and the customer was advised to call back if the issue reappears.